Event description:
It was reported that the insulin pump is not working properly. Customer's father stated that the insulin pump is making a high pitch alarm and none of the buttons are working. The battery was removed and reinserted after two hours. The insulin pump worked fine. The alarm history had multiple alarms. The blood glucose reading was 174 mg/dl. Customer keeps the insulin pump in her pocket. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected high pitched noise or button error alarm was noted during testing. The insulin pump passed the displacement test and self test. The insulin pump alarmed for a reset error after a battery change due to a cracked solder joint. The insulin pump had intermittent act button response due to flattened dome switches. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.